Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. At the time of implant the diameter of the right common iliac artery was 14-20mm, the diameter of the left common iliac artery was 10mm. Approximately three weeks ago the aneurysm diameter was 50mm and the diameter of the aortic neck was 26-27mm with a length of was 33mm. The right common iliac artery diameter was 18mm, and the left was 36mm. The patient did not have any complications since the time of implant. A CT scan from two months ago showed distal type I endoleaks on both sides. The physician believes the likely cause is disease progression. A secondary intervention was performed where an endurant cuff 363649 was implanted proximally, endurant iliac stent grafts, 1616124 and 161693 were implant on the right limb and an endurant 1616124 on the left limb. Two bare metal stents were also implanted at the distal end of both limbs. The left internal iliac artery had been embolized previously and the right internal iliac artery was embolized during this secondary intervention and was covered with the 161693. Although a proximal type I endoleak was not seen the physician implanted the endurant 363649 aortic cuff to prevent a proximal type I from occurring in the future. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: disease progression. Conclusion: disease progression.